Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device eval by manufacturer? Concomitant med prod data and manufacturer narrative annex a: a0401, a040502, a1801, a13, annex b: b01, b14, annex c: c1604, c0503, c0401, annex d: d0302, d08, d15, annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report for the unexpected pump shutdown was not confirmed through a log review or replicated during laboratory testing. External and internal inspection of the pump module was performed. The left iui connector was observed with deformed pins. All inspected parts were manufactured by bd. A known-good dchu lab testing pump module was attached to the pcu, the device started the sequence, however the channel ID did not appear, and the pcu displayed the message ¿attach module or press system off¿. For laboratory purposes only, the left iui was temporarily replaced by a known-good part, subsequently a dchu pump module was attached on channel a and a basic infusion with a rate of 100 ml/hr and a volume to be infused (vtbi) of 2400 ml. After twenty-four (24) hours the infusion was completed without any indication of an unexpected pump shutdown. Channel disconnect replication testing: the suspect pcu was then attached to an IV pole, and a dchu laboratory testing pump module was attached to it and programmed with the last observed infusion. The system was then tested in the configuration in which the channel disconnect was observed. The system was then ambulated within the bd facility. No signs of channel disconnection were observed in this instance. Alaris system maintenance (asm) was used to perform preventative maintenance (pm) on the suspect device. The pcu did not present any failure. No events were observed on the reported date on any of the downloaded logs, the last date observed on the logs was on (B)(6) 2025. A channel disconnected was observed on (B)(6) 2025 at 9:26 am. One (1) minute before the disconnection, the pcu alarmed due to a channel malfunction of the pump module s/n: (B)(6) due to an error code 242.4030 (motor stall failure). No more events of channel disconnection were observed. On (B)(6) 2025 at 12:22 am the pcu was powered on, the pump module (s/n: (B)(6) was selected. The user selected ¿guardrails IV fluids¿, the drug selected was ¿.carrier¿, a primary infusion was programmed with a rate of 20 ml/hr and a volume to be infused (vtbi) of 100 ml. Subsequently, the user changed the rate to 10 ml/hr. The infusion was started. At 12:25 am a remote IV was received and the apr data began, a secondary infusion was programmed with a rate of 25 ml/hr and a vtbi of 100 ml. At 4:29 am the secondary infusion was completed successfully and the primary infusion was started. At 10:47 am the pcu was powered off. The bd alaris system channel disconnected tip sheet states that during a channel disconnection the module has either been physically removed/detached from the system while in operation, or the bd alaris pcu has lost communication or power from it. The affected module(s) and the pcu must be removed from use when possible and inspected by qualified service personnel. Ensure that the modules are securely clicked into place at the module release latch. Before each use, check for iui surface contaminants or damage which can disrupt communication between the devices. Do not use a device with any cracks, surface contaminants or damage on the iui connectors. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause for the reported unexpected pump shutdown is being attributed to the deformed pins on the left iui connector. The reported issue was not replicated during laboratory or confirmed through a log review. Note that this report lists imdrf annex a040502, g02017, c0503, d08, a1801, a13, c0401, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump "stopped working" during infusion. There was patient involvement but no harm. Although requested, no additional details were provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump "stopped working" during infusion. There was patient involvement but no harm. Although requested, no additional details were provided.